Event description:
Meter name: one touch basic. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: "felt like passing out". A pt reported they were unable to test on the meter and went to the "ER for something related to diabetes". Their meter allegedly would only prompt clean test area message. The result on their meter was unable to test. No comparison. Treatment unknown. Customer was using control solution to clean the meter. No further info has been reported.